Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2004. Device evaluation: visual analysis of the returned device identified: opening, crease fold, and black particles in the surface of the shell and gel. A microscopic analysis was performed which identify crease smooth opening on anterior. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed to a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.